Manufacturer narrative:
The evaluation revealed the broken gamma3 long nail to be the primary product. No deviations were found during review of the manufacturing, inspection and material documents (DHR). The nail was documented as faultless prior to distribution. In this case the patient had been revised after approx. 3, 5 months of implantation. An inspection of the nail was not possible because it was not available for investigation. It could not be determined if the nail had been damaged / weakened intra-operatively. As to missing patient data it could not be determined if the nail¿s dimension (ø10 mm) was suitable. General aspects: one requirement for successful nail treatment is not damaged / weakened in order to share load application. A timely relive of the nail should be reached over the progressing time of implantation. A more detailed technical and / or a medical statement was not possible because neither the implant nor pre-op and follow-up x-rays were available. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There were no open actions in place related to the reported event for the subject product. No non-conformity was identified. With given information a deficiency of the device was not verified. The file will be closed formally. In case the item and / or relevant clinical information should become available, we reserve the right to update the investigation and change the root cause. Device was not received.

Event description:
It was reported the patient was sitting in a chair, stood up and the nail broke.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported the patient was sitting in a chair, stood up and the nail broke.